Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with manual dose injection. A one-time pump replacement was provided by technical support, and the customer was guided on using a backup therapy to ensure continuous insulin delivery.